Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in his chair. The caller stated that the official cause of death is still unknown. The caller stated that the customer was found on (B)(6) 2016. However, it is suspected that the customer might have passed away on (B)(6) 2016 because the last recorded blood glucose value in the customer's insulin pump was on (B)(6) 2026 and the customer did not show up for work on monday, (B)(6) 2016, through wednesday, (B)(6) 2016. The caller stated that the customer's blood glucose at the time of death was 204 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that they do not have the insulin pump yet; it could take up to two days for the customer's personal belongings to be released after examination. The caller agreed to return the insulin pump for analysis.